Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to long charge times. The charge times were around 15 seconds, so the clinic decided to change it out.